Manufacturer narrative:
The company rep examined the system and no problem was found. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported the vitreophage tip was inoperative during a procedure. The system was exchanged and the case was completed following a 30 minute delay. There was no pt harm reported.